Manufacturer narrative:
No similar complaints were reported for units within the same lot. Upon the review of the device history record(s) for the (B)(4) cartridge, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the cartridge is likely to have contributed to the complaint. No root cause was determined.

Manufacturer narrative:
Event problem and evaluation codes: evaluation method: search by lot number; evaluation results: a lsearch by lot number revealed there were no similar complaints found. (B)(4).

Event description:
The customer reported the a new sfc-45 fp superfunnel cartridge was received with a hair in the container. No patient contact.